Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 .h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device was evaluated, and the customer's reportable malfunctions were confirmed. A definitive root cause was not identified for either product issue. However, based on the results of the investigation, the probable cause was a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited no image and that all the front panel light-emitting diode (led) is continuously lit. The issue occurred during maintenance. There were no reports of patient involvement.